Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed cerebrovascular accident (cva) like symptoms. No device deficiencies were reported throughout the case. On post-procedure day 1, the patient could not lift his arm and the physician was concerned of a cva. The patient went for further evaluation; however, there¿s no confirmation on if additional intervention or prolonged hospitalization was required. Patient¿s outcome is unknown. Physician causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, and despite there¿s no information that the cva was indeed confirmed, this event is being conservatively coded and reported as an adverse event given the patient had cva like symptoms. Should more information become available, it will be reviewed and processed accordingly.